Event description:
Ous MDR - it was reported that this right atrial lead displayed noise about 34 months after the implantation. All other measurements were stable. Noise was reproduced when testing myopotentials. It was noted that atrial flutter response turned on to stop tracking noise. The pt had good sinus underlying rhythm. At this time the right atrial lead remains implanted. No adverse pt side effects have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.